Event description:
It was reported that, "after revising a scorpio primary cemented implant, the surgeon found that there was no cement adhered to the bottom of the tibial tray or the keel." It is believed that the patient was revised due to a suspected loose tibial baseplate.